Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed via review of electrograms. Reprogramming was recommended. Patient monitoring will continue.